Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent direct stenting of the proximal cx with a xience v stent. In 2009, the patient was admitted to the hospital for shortness of breath, and went into cardiogenic shock and expired. No additional information is available.

Manufacturer narrative:
Death, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Additionally, dyspnea, cardiogenic shock and death are listed in the no fault risk assessment as no fault post procedural complications. There was no report of any product malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is possible that the dyspnea is a secondary effect of the cardiogenic shock which resulted in death. However, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.